Event description:
It was reported that the pt was no longer able to hear with his device. The pt was re-implanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.